Event description:
The patient had MRI cervical spine and MRI lumbar spine studies performed on (B)(6) 2025. It's unknown during which study that the suspected injury occurred. The area of concern is the anterior-lateral left thigh. He says that during the MRI he did feel that area getting hot but did not alert the technologist during or after the exam. The possible injury was discovered on (B)(6) 2025 when the MRI team was reviewing recent patient survey results. The patient (or his spouse) left a survey review indicating "the morning after (B)(6) (patient name) had burn marks on his left top of leg with a blister..." A radiology nurse and the site's lead mr tech/mrso contacted the patient to gather more information and see if further treatment was necessary. The patient alleges that he developed two spots near each other which ended up blistering on his upper lateral anterior thigh area roughly midway down. He stated that he noticed these the next morning while getting dressed. It was also confirmed with the patient that he was properly changed into surgical scrubs as is standard and did have both a top and bottom on, not just a gown. In a follow-up call on 5/19/2025, the patient stated that he had 2 blisters on his lateral left thigh, one of which broke open and is now scabbed over, as well as a couple of other small dark spots in the area. He also confirmed that the location of these lesions coincides with where his left hand likely was placed during the MRI. His left hand was also holding the emergency ball. The patient voiced that the sites are healing and he has no intent to seek medical treatment. Considering all factors, it is believed that this patient suffered a mild thermal injury during his recent MRI. The cause is likely due to focal heating between 2 points of skin contact after the patient formed a conductive loop with his body by having his left hand barely touching his left leg. Prevention for this type of burn is simply ensuring there is space between to possible points of contact (0.5cm to 1cm gap) or that full, complete contact between the whole arm and the side of the body is maintained.